Event description:
A dialysis technician contacted (B)(4) regarding a report of blood going thought the transducer protector that occurred on an arena hemodialysis machine during patient therapy. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone. The technician confirmed that the blood did go through the transducer protector on the front of the machine. The technician stated that the patient was able to continue therapy on the same machine after changing out the transducer. There was no patient injury or medical intervention. The technician stated that they needed someone to service the device to clean out the blood from inside the machine.

Manufacturer narrative:
(B)(4). The device was serviced onsite by the facility tech, therefore the sample was not returned and no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was not evaluated by a baxter field service engineer. The reported issue of blood going through the transducer protector could not be confirmed. The service history was reviewed and no issues were identified that may have contributed to blood contamination. The assignable cause for the reported issue was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.